Event description:
Ous MDR - after an implantation period of approximately 115 months, elevated shock impedance values were reported. The lead was explanted, but not yet returned to biotronik.

Manufacturer narrative:
The ICD and fragmented parts of the lead were returned and thoroughly analyzed. Upon receipt, the ICD was interrogated, revealing the battery status mos1, 14 charging cycle were recorded to the device memory. The memory content of the ICD was inspected. The inspection of the follow up data showed an increasing shock impedance since april 2016. Since (B)(6) 2016 the shock impedance trend showed fluctuating values of approximately 145 ohms with intermittent values >150 ohms. Therefore, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was measured as expected. There was no indication of device malfunction. The lead under complaint was found fragmented. The proximal portions of the lead as well as the tines of the lead tip and a part of the rv shock coil were missing. The insulation of the returned lead part was cut into two lead fragments, which were still connected due to the conductors. The analysis revealed multiple signs of wear along the lead fragments. In particular in the distal area of the lead the insulation was rubbed through. This damage most likely resulted from mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth, which had impact on the leads motion. Calcified appearing tissue residuals were observed around the shock coils which corroborates this assumption. Additionally tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis of the available lead fragments did not reveal any deviation which might have contributed to the reported increased shock impedance. Although the lead fragments were found to be electrically continuous, calcification is known to cause high impedances and should be taken into account. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.